Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Mw1160185, (B)(4).

Event description:
It was reported by the facility that the clinician found fluid/condensation in the tubing before it was used.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a fluid within the tubing of an infusion set is confirmed and was determined to be supplier related. One 22 g x 0.75 in. Powerloc winged infusion set was returned for evaluation. An initial visual observation showed a clear fluid within the tubing of the returned sample and within the needle guard on the needle shaft. No use residue was observed on the returned sample. The tubing was cut in order to extract some of the clear fluid. The fluid was observed to be slick and did not evaporate after it was spread thinly and left exposed under a light for 5 minutes. The observed properties of the fluid found in the tubing on the needle of the infusion set suggest the fluid is excess of an inert silicone lubricant that is applied to the needle during the manufacturing process to assist in the insertion of the needle during use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. (B)(4).

Event description:
It was reported by the facility that the clinician found fluid/condensation in the tubing before it was used.